Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not complete its boot up cycle. The reported issue was isolated to user interruption of the 1.13 version software update. To perform the software update, page 55 of the lifepak cr2 operating instructions instruct the user to keep the lid open and not close the lid until step 7, after the device says, ¿powering off¿, indicating the update has completed. Because the user is not properly following and performing the instructions (prematurely opening the lid), the root cause can be attributed to use error. The customer received a replacement device. The device was archived by stryker maastricht.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.